Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if device analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition with up to 10 seconds of asystole. It was reported the patient is pacer dependent. Numerous episodes were noted which were occurring at around the same time of day, while the patient was sleeping. All lead diagnostics were acceptable and there was no evidence of noise on any other channels. The sensitivity was reprogrammed to mitigate the noise. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed possible myopotential oversensing and discussed adding a new rate/sense lead. It was reported the device was near elective replacement indicator (eri) and the lead will likely be addressed at device change out. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating noise continued to be oversensed and resulted in greater than 2 seconds of pacing inhibition. An invasive procedure was performed. The device was explanted and successfully replaced. The rate/sense portion of the lead was surgically abandoned. A new rate/sense lead was implanted and the shock portion of the chronic lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.